Event description:
The customer observed falsely elevated architect stat troponin-I results on two patients. The results provided were: on (B)(6) 2021 sid (B)(6) initial=128.49 ng/l /repeated=15.854 ng/l /repeated on another analyzer=11.055 ng/l. Sid = (B)(6) initial=561.252 ng/l /repeated=0.000 ng/l /repeated on another analyzer=0.00 ng/l. Laboratory normal reference range = 55 - 74 ng/l there was no reported impact to patient management.

Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2021-00013 under the same suspect medical device but an incorrect manufacturer name, city and state. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). The field service representative (fsr) inspected the analyzer replaced the probe next r (03r85-01), which resolved the issue. A review of the architect i1000sr processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect i1sr processing module or the probe next r (03r85-01), did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i1000sr processing module, serial number (B)(6) , or the probe next r (03r85-01).